Event description:
Patient involvement unknown, no clinical injury, event date updated.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4). Additional information was received updated b3 date of event and updated h6 event problem patient code: no patient injury was reported.

Event description:
It was reported that the device had air in line alarm. No patient injury was report.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error was found in event history log. Reported problem was able to be duplicated during investigation. The pump was found to be displaying "air in line" alarm message during the investigation. The air detector was checking and found to be not responded. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace air detector.

Manufacturer narrative:
The smiths medical cadd-solis vip pump was returned in good physical condition. When checking for functionality, the original complaint was verified. They attached a cassette and started the pump with customer's returned program. The pump was found to be displaying "air in line" alarm message during the investigation. The air detector was checking and found to be not responded. The faulty air detector will be replaced to resolve the issue.

Manufacturer narrative:
Date of event: (B)(6) 2018. Corrected to the appropriate date of subject matter expert's completion of analysis.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an air in line alert that would not clear. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.